Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded, 100% stenosed target lesion was located in the moderately calcified common iliac artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during third inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was good.